Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found liquid leaks due to perforation of connecting tube. The coating of connecting tube is peeled off. Connecting tube is crumpled and corrosion at the video connector case due to leakage observed. The customer reported issue liquid leaks at insertion part was confirmed. Furthermore, foreign material coming out at the s-cylinder was observed. The aw (air/water) cylinder is deformed. Suction cylinder is deformed. Video cable protector has cut. There is crease at the connecting tube. Insulation resistance is out of standards due to perforation of connecting tube. Lg lens is chipped and polluted. The adhesive around lenses are deteriorated. There is wrinkle at the universal code. The gap of u/d (up/down) knob is out of standards due to worn of angle-wire. Angulation in the up direction is out of standards due to worn of angle-wire. Video cable is dirty due to leakage. There is corrosion at the lg (light guide) connector due to leakage. Evaluation findings confirmed the customer reported issue. In addition, a foreign material was found coming out from the device suction cylinder. The findings found could be attributed to handling/ maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue liquid leaks at the insertion part. The issue found at preparation for use. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign material is coming out from s-cylinder (suction) of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: reprocessing method conducted by the user after the previous use was deviated from method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with the IFU. In the IFU (reprocessing manual:) 1.4 'precautions' warns for insufficient reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU (reprocessing manual): 'precleaning the endoscope and accessories' states on immediately precleaning after procedure in order to prevent adherent of dirt: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." The IFU 'manually cleaning the endoscope and accessories' provides details of brushing and reprocessing methods for each channel. Olympus will continue to monitor field performance for this device.